Event description:
It was reported that during a procedure to implant a stent graft in the right lower arm fistula, that when the doctor was removing the delivery system, it was noted that the marker band was free floating and had become detached from the outer sheath. The doctor passed the wire through the marker band and then used a snare to retrieve the detached component. No injury to the pt was reported. This was the third stent graft to be placed, following the placement of two prodigy stents. The stent remains implanted in the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has not been received at the mfg site for evaluation to date. This application represents an off label use for this device. The fluency plus tracheobronchial stent graft is only indicated for use in the treatment of tracheobronchial strictures. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.